Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had time clock anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated incorrect time and time differential is 2 hours. The customer was unable to properly set time and date and attempted with patient more that than 7 times to set time and date. The customer was unable and advised to call back when that person goes to assist in getting time and date setup.